Event description:
Related manufacturing reference number: 2017865-2022-10429; related manufacturing reference number: 2017865-2022-10432. It was reported that the patient presented after the right ventricular and right atrial leads dislodged due to twiddler's syndrome. It was noted that the right ventricular exhibited noise oversensing, inappropriate shock, and high capture threshold and that the right atrial lead exhibited high impedance and undersensing. The implantable cardioverter defibrillator, right ventricular lead and right atrial lead were explanted and replaced. There were no patient consequences.